Manufacturer narrative:
According to results of the investigation, the root causes identified for both software crashes is a software design flaw that is unable to handle over input of user images or insufficient memory and the IFU does not specify the maximum number of image sets that can handled.

Event description:
It was reported that the planning station experienced multiple issues, including running slow, screen freezes and displaying error message.